Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and had a blood glucose level of 600 mg/dl. The customer reverted to a back up plan, suspended the pump, and administered a manual injection. The product was not returned. Nothing further to report.